Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support to adjust ilet cgm targets from the usual setting to the lower target of 110 as recommended by the care team due to recent low glucose events, and the agent completed the adjustment and provided education on the three target options. Symptoms included a hypoglycemic episode following a usual breakfast announcement, which the patient treated with oral carbohydrate (a donut). Outcomes included resolution of the low without hospitalization. Investigation included troubleshooting and user education regarding target settings and use of oral glucose for lows. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.